Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary tubing. The symbiq primary tubing set was being used to deliver an unspecified medication via a symbiq pump. At an unspecified time, the option-lok male adapter of a secondary tubing set was connected to the primary tubing set for piggyback delivery of 50ml of an unspecified medication. After an unspecified length of time in use, the nurse noted that "the piggyback emptied the bag into the main line". The tubing sets and the solution containers were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided.